Manufacturer narrative:
Device not being returned. Additional information will be submitted if it becomes available. This is the final report.

Event description:
Patient revised. Tissue scarred down and the offset size caused some impingment.